Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown dose and concentration of morphine and bupivacaine via an implantable pump. It was reported that patient was out of the country and unable to get a pump refill so the pump went empty (B)(6) 2020. The patient went through withdrawal and was miserable. The patient was receiving medication outside of the pump. The pump was filled with saline on the day of the call, (B)(6) 2020. The hcp planned to check the reservoir volume in a couple weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2020-jul-06. The patient's weight was provided. No further complications were reported.